Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an external fluid leak during treatment using polyflux 170h apac. The leak was located at the dialysate cap. There was patient involvement but no patient injury and no medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, a photograph and a video of the sample were provided for evaluation. Visual inspection of the provided picture, did not identify any abnormalities as only the label of the dialyzer was visible. Visual inspection of the provided video showed an external fluid leak at the connection header/housing was visible. The reported condition was verified. As the actual device was not returned, the cause for the reported issue could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.